Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was working as designed and passed a fully system checkout. Software was functioning as designed. The isolation transformer was returned to manufacturer for evaluation. Testing revealed that when the isolation transformer was connected to ac with a known good power switch, the transformer was powered on without issue. All outputs measured in the normal range. Analysis found no fault with the isolation transformer. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic representative reported that the system was not powering on. She was on site troubleshooting. She confirmed that the power cable was securely seated on the isolation transformer (no change). She also confirmed that if they connect the power cable directly to the computer, it would turn on. There was no patient involved in the event.